Event description:
It was reported that the pwd called to report she had received another line blocked alarm. Confirmed five occurrences of the alarm this afternoon. Pwd noticed bgs starting to rise prior to changing out the last site. Infusion set looked normal; pwd denied any bent tubing. Wearing site on abdomen. Previous infusion set cannula did not appear bent as well. Pwd was in the process of changing out the infusion set and cassette to try to resolve the issue. After changing out cassette and tubing, pwd received another line blocked alarm. Discussed with pwd trying a new site for infusion placement. Pwd agreed to use the lower right side of her back. Walked pwd through cleo placement successfully. Pwd was able to resolve with current cassette and fill cannula successfully to clear the alarm. The operator of the device was the lay user or patient. There was no patient harm/adverse event.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.